Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the device will not deflate. Alleged issue detected during functional testing prior to use on a patient. It was reported there was no patient involvement.

Event description:
Customer complaint alleges that the device will not deflate. Alleged issue detected during functional testing prior to use on a patient. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the record card that was returned with the device was stained with glue. The device was inspected and it was found that the check valve of the device would function normally, and that the syringe could blow air into and withdraw air from the device. It was also observed that the device could not hold deflation. When the device was immersed in water an air leak was found on the cuff of the device. There was no change in the manufacturing process. A device history record (DHR) review was performed on the serial number of the returned device (8vrazw6y) and there were no abnormalities found. Based on the investigation performed, the reported complaint was confirmed. The root cause is manufacturer related. Relevant parties were made aware of the incident and were articulated of all steps (operation and inspection) to be followed as specified in the work instruction.